Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that the unit declared an error 9002 (flow sensor mismatch). The fse reset the sensor connections and then ran extended self testing and short self testing. The unit passed testing and the issue was resolved.

Event description:
It was reported that the unit's display was not powering on. There was no patient involvement.